Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The customer has indicated that their investigations with the instrument company (siemens) has determined the root cause of their rapid increase in hbsag rate has been resolved by a reagent lot change. We have again reinforced sample processing and sample quality to mitigate preanalytical contributions to assay performance. H3 other text: see h.10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367962 batch no. Unknown. (3 of 16) result of 1.74. It was reported that site conducted a small comparison study to show how the initial hbsii screen results on the bd tube were significantly different from greiner tube result. We wanted to follow up from our last meeting with addition information for your review. The greiner tube is collected post dialysis and is routinely used for different testing. All specimen tubes are centrifuged at each client facility and shipped to us. We expect with our patient population to have some patients with slightly turbid plasma. We have seen a significant increase in the # of patient¿s with slightly turbid plasma in bd tubes and a higher initial hbsii screening index since we reported this issue to bd. In addition, we completed a small comparison study with the greiner and bd tubes on the same patient on the same day of collection and the initial hbsii screen results on the bd tube we significantly different. When the initial screen index is higher it requires further repeat testing. The greiner tubes on these patients would require no further repeat testing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367962 batch no. Unknown. (3 of 16) result of 1.74. It was reported that site conducted a small comparison study to show how the initial hbsii screen results on the bd tube were significantly different from greiner tube result. We wanted to follow up from our last meeting with addition information for your review. The greiner tube is collected post dialysis and is routinely used for different testing. All specimen tubes are centrifuged at each client facility and shipped to us. We expect with our patient population to have some patients with slightly turbid plasma. We have seen a significant increase in the # of patient¿s with slightly turbid plasma in bd tubes and a higher initial hbsii screening index since we reported this issue to bd. In addition, we completed a small comparison study with the greiner and bd tubes on the same patient on the same day of collection and the initial hbsii screen results on the bd tube we significantly different. When the initial screen index is higher it requires further repeat testing. The greiner tubes on these patients would require no further repeat testing.